Event description:
The customer observed a non-reproducible, falsely elevated result on a single pt sample processed using vitros tropl es on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was reported and questioned by a physician. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The customer investigation initially identified a possible system precision issue, however, the issue was not reproducible by ocd field service. Ocd field service verified adjustments for multiple subsystems of the vitros eci. The investigation found no evidence to suggest that either the vitros eci or vitros tropl es reagent lot 0410 did not operate as intended. Datalogger files indicated that the sample ID (sid) in question (sid (B)(4)) was downloaded via the laboratory info system and was not manually entered. The tropl es result obtained for sid (B)(4) was similar to results obtained in the same timeframe for the customer's non-vitros tropl es level 3 quality control fluid. The root cause of the falsely elevated vitros tropl es result is unk, however, pre-analytical sample mix-up could not be ruled out.